Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2026. Due to previous reported issue. The patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient reportedly experienced an electrical shock with the external device and open circuits were noted on 7 electrodes. Explant and reimplantation is planned but has not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.